Manufacturer narrative:
(B)(4). One sample of a taperguard endotracheal tube was received for evaluation, no lot number was provided therefore no batch evaluation was performed. An inflation/deflation test was performed using a syringe. 25cc of air was applied through the pvt valve. The cuff was observed to deflated immediately. The sample was then submerged into a container filled with water where 25cc of air was applied to the inflation line. The line was observed to experience an air leak. A visual inspection found the inflation line to be partially broken. The reported "endotracheal tube not rising" issue was confirmed.

Event description:
A report received from a distributor stated one week after intubating the patient in the intensive care unit (ICU), the patient's end tidal carbon dioxide (etco2) stopped rising. A nurse checked the tube and found a crack on the inflation line. The tracheal tube was removed and replaced. The patient didn't use the bite block. No patient harm reported. It was reported that the cuff was tested prior to use.

Manufacturer narrative:
(B)(4).